Manufacturer narrative:
Eval method: device history record review, complaint history review. Results: device history record review showed no similar issues were found during the mfg or package process of this lot. Complaint history review from (B)(6) 2010 to (B)(6) 2011 was conducted. This review showed three complaints were reported. Conclusions: no eval will be performed. No conclusion can be drawn - the sample is required for eval. If the sample device becomes available, an eval will be performed and corrective action will be provided as required.

Event description:
The event is reported as: the balloon of the trocar burst inside the pt. No report of retained product. No pt injury reported.